Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow-up, it was noted that the telemetry wand had exposed electrical wires. No patient was harmed; no additional information was reported.